Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was dropped and had blank display. The customer's blood glucose level was 208 mg/dl. It also reported that the black lines were going through the display screen. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with completely cracked & bleeding lcd glass. Unable to verify blank display due to lcd damaged. Unable to perform idle current test, run current test, self test, off no power test and displacement test due to lcd damaged.